Manufacturer narrative:
The devices were not returned for evaluation; they were discarded at the hospital. Without return of the units it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed.

Event description:
The facility reports that since their recent switch to non-heparinized swan ganz catheters, they have experienced an increase in the presence of blood clots when they are removing blood from the side arm of the introducer. (10-15 cases per the customer). The events are occurring during surgeries in which auto transfusion is used. A blood collection bag is attached to the side arm of the introducer and blood is removed from the patient in order to be re-infused post-surgery. Blood clots are forming along the swan ganz catheter, in the sheath, and in the blood collection bag. Re-infusion of the patient's blood cannot be performed due to the presence of clots in the collection bag. There have been no adverse events related to this issue.